Manufacturer narrative:
(B)(4): product evaluation: no product analysis available, device not yet returned for evaluation. Method: no testing methods performed. (B)(4).

Event description:
It was reported that the device heated up rapidly. There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.